Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and the reported inability removing the lock line was due to the reported knotted lock line; however, a definitive cause for the knotted lock line could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a knot in the lock line and the inability to remove the lock line during the procedure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was positioned. During clip deployment sequence, a knot was noted in the lock line; therefore, the clip was not deployed due to the inability to remove the lock line. The cds with clip were removed from the patient anatomy without issue. A new cds was advanced to the mitral valve and clip deployed. One clip implanted reducing mr to 1. No additional information was provided.